Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneursym. Aneurysm and vessel morphology were not reported. It was reported that 3 months after the stent graft was implated the patient had intermittent claudication in the buttock on the left side and developed a numbness and coldness on the morning previous to admission. There were no femoral pulses and required exploration for revascularization of the leg. After the old left groin incision was opened a dissection was carried down to expose the common femoral artery. There was no pulse to the femoral artery. C-arm images showed the left end of the graft appeared severely kinked and no blood flow was going throught the graft. It is unknown if this is how it was placed or if it moved. Forgarty catheters were used to remove thrombus and then a 12mm by 3cm stent was placed in the area of 90 degree kinking. A 14 by 30 luminexx stent was also placed at this position. The graft seemed to straighten out; then a 12 x 4 balloon was used to dilate up this area. A retrograde injection showed there was flow through the graft; however, there was no pulsatile flow felt at the femoral level. It was decided to perform a femoral-femoral bypass after which there was dopplerable though weak dorsalls pedis pulse in the foot. The foot appeared to have fully improving color. There patient tolerated the procedure well. No additional clinical sequelae were reported.